Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the coating of the image guide tube peeling off as well as an image issue was caused by stress of repeated use, external factors, or handling of the device. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the control section of the tracheal intubation fiberscope had an abnormal appearance. The device was returned and an evaluation at the repair center revealed, the coating of the image guide tube was peeled off (more than one (1) millimeter square (mm2)). This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm associated with the event.

Manufacturer narrative:
An evaluation of the returned device confirmed the customer allegation. Venting connector under grip was deformed. There were few additional findings. Adhesive on bending section cover had a chip. Connecting tube was wrinkled. Due to wear of angle wire, bending angle in upward direction does not meet the standard value. Bending tube and connecting tube has a dent. Image guide bundle had significant breakages. Connecting tube had buckling. Eyepiece was deformed. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is received.